Event description:
The surgeon had performed bilateral scorpio ps total knees on (B)(6) 2010. The patient presented with grossly loose tibial components so the surgeon performed bilateral knee revisions. The surgeon explanted the baseplate and insert and replaced with scorpio ts baseplate with 155 stem extensions and new ps insert. Right knee revision.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.

Manufacturer narrative:
An event regarding loosening involving a scorpio baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: insufficient records were provided for review. -device history review: all devices accepted into final stock met specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
The surgeon had performed bilateral scorpio ps total knees on (B)(6) 2010. The patient presented with grossly loose tibial components so the surgeon performed bilateral knee revisions. The surgeon explanted the baseplate and insert and replaced with scorpio ts baseplate with 155 stem extensions and new ps insert. Right knee revision.